Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had rf pic failed selftest error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they were getting a weird message on pump for the last couple of days. The customer reported that the pump will stop for 30 seconds and then will restart normal. The customer was assisted in performing a selftest and the pump failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.